Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope had silver waves appear on the monitor, not continuously but intermittently. The issue occurred during an unspecified procedure. There were no reports of patient harm.